Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2026 h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ - how long, in minutes, did the surgery prolong? ¿ - which tissue was being sutured when the event occurred? ¿ - was additional dissection required in other organs/tissues other than the target tissue? ¿ - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions: h3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a foil, apparently sealed, labeled sxpp1a400 product code with lot number 109g6z, expiration date 2027-06-30. In a second image, the tip of a needle is seen in a container. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap myomectomy on (B)(6) 2026 and barbed suture was used. It's reported the needle tip broke during endoscopic myomectomy surgery. The needle tip fell outside of patient, and it took around 1 hour to look for the broken needle tip, which was finally found. There were no patient consequences reported. Additional information was requested.